Event description:
Two months ago the caller changed his medication based on an adc device reading with fading numbers on the screen. The caller believers he got a reading of 175 mg/dl and added 3 units to his usual insulin dosage. He lost consciousness and was brought to the hospital by the paramedics. He was diagnosed with dka. Per dsplght-3 survey, the customer caused damage to the product.